Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 285 mg/dl in the context of cgm signal loss and a dosing stopped alert while attempting to reconnect a dexcom g7, leading to a period without insulin delivery. The infusion set was a steel set reportedly functioning, and education on device dosing status and reconnection was provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to the user not comprehending that device has stopped dosing and failure to follow instructions, resulting in an unintended use error that contributed to the event; no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper or incorrect procedure and failure to follow instructions.